Event description:
The tracheostomy head cracked down the middle on three different devices. One device had been in place 6 months; the last device had been in place 1 day when a fine crack (one-eighth to one-sixteenth inch long) was noted. The pt has a permanent ostomy as a result of treatment for thyroid cancer. He has a natural trachea for breathing and is not on a ventilator. No pt injury was reported.

Manufacturer narrative:
This is a follow-up report to provide evaluation results (section h6) and event problem codes (section f10), which have been provided by the MFR. Evaluation confirmed that the trach head cracked. The trach head design has been modified to address the issue of cracking.